Event description:
The surgeon reported that granulation tissue appeared to grow from the implant site and the cochleostomy through the internal auditory canal. The company was informed that the patient's device was explanted. There are no plans to reimplant this ear.